Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle. It was noted that the ra lead was not sensing and not pacing appropriately. The operator suspected that the ra lead dislodged during the recent catheterization of the right heart. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.